Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the first 6-8 clips joined correctly. Subsequent clip (next clip in firing) did not form correctly. The case was completed with a same like device. There was no consequence to the pt.